Manufacturer narrative:
The 2 (two) thumbscrews were intended for use in treatment; however, they broke off. DHR review found that no conditions which could contribute to the reported event were identified. This reasonably suggests that the device met the specifications at the date when it was released to distribution. A complaint history found similar reports, this issue will continue to be monitored. The surgical system's user manual released at the time of the complaint provides instructions for tightening on three thumbscrews and notes to "use the wrench if needed; do not overtighten" and "do not overtighten the thumbscrews. This can damage the handpiece". Accordingly, product labeling has been ruled out as a cause of the complaint. We could confirm there was a relationship established between the reported event and the device. The device was returned and investigated. Based on the investigation, it is likely that the event occurred due to the reported failure. The malfunction is most probably due to excessive force from the user when tightening the thumbscrew.

Event description:
It was reported that prior to case the tracker thumbscrews broke off. Two of them broke. Back-up device was available for the case.